Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and missing end cap sticker.